Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-may-2021. The most recent information was received on 26-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstruation irregular ('very irregular and often shorter cycles') in a 47-year-old female patient who had essure (batch no. E25513) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced general physical health deterioration ("impairment of health"). On an unknown date, the patient experienced menstruation irregular (seriousness criterion medically significant), polymenorrhoea ("very irregular and often shorter cycles"), mobility decreased ("difficulty getting up"), vaginal discharge ("brownish discharge during menstrual cycle"), muscle disorder ("muscle problems in the hip"), dysacusis ("echoing in the right ear") and fatigue ("extreme fatigue"). Essure treatment was not changed. At the time of the report, the menstruation irregular, polymenorrhoea, general physical health deterioration, mobility decreased, vaginal discharge, muscle disorder, dysacusis and fatigue outcome was unknown. The reporter provided no causality assessment for dysacusis, fatigue, general physical health deterioration, menstruation irregular, mobility decreased, muscle disorder, polymenorrhoea and vaginal discharge with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kgs. Batch no e25513 production date 2015-09-11 expiration date 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstruation irregular ('very irregular and often shorter cycles') in a (B)(6) year-old female patient who had essure (batch no. E25513) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced general physical health deterioration ("impairment of health"). On an unknown date, the patient experienced menstruation irregular (seriousness criterion medically significant), polymenorrhoea ("very irregular and often shorter cycles"), mobility decreased ("difficulty getting up"), vaginal discharge ("brownish discharge during menstrual cycle"), muscle disorder ("muscle problems in the hip"), dysacusis ("echoing in the right ear") and fatigue ("extreme fatigue"). Essure treatment was not changed. At the time of the report, the menstruation irregular, polymenorrhoea, general physical health deterioration, mobility decreased, vaginal discharge, muscle disorder, dysacusis and fatigue outcome was unknown. The reporter provided no causality assessment for dysacusis, fatigue, general physical health deterioration, menstruation irregular, mobility decreased, muscle disorder, polymenorrhoea and vaginal discharge with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.